Manufacturer narrative:
A ge service representative performed an onsite investigation. The lemo connector was evaluated and a pin was repaired. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a 'control panel' error message. This error is likely to result in a system lock up or shut down depending on when the error occurred. There is no report of a patient injury or death associated with this event.